Manufacturer narrative:
Calibration was last performed on 07-apr-2025 with acceptable results. Qc was acceptable. Abnormal sample aspiration and abnormal sample probe movement alarms were observed on the alarm trace data. The investigation determined the event was consistent with either a sample quality issue or a customer maintenance issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e601 module serial number was (B)(6). The field service engineer (fse) cleaned the instrument and found that the bead mixer was clogged. The fse identified low pressure in the degasser circuit and repaired the tubing. Afterward, a pressure check was acceptable. Probe adjustments and liquid level detection (lld) checks were completed. The seal piece from the sample syringe was replaced; the bead mixer paddle was checked and found to be operating properly. It was noted that there were sample quality issues. The customer had no further issues after the service visit. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas 6000 e601 module. The initial result was 0.65 ng/ml. The repeat result was 61.1 ng/ml.